Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. One unused device was returned in an unopened tray from the same lot number provided in the report. The label matches the product returned. The unused product was evaluated and we could not confirm the report as the unused returned device functioned as intended. During our lab analysis, the multi-band ligator device was attached through a duodenoscope that is placed in a simulated esophageal position was vacuum attached. The duodenoscope has an accessory channel that is 2.8mm in a diameter (model number olympus gf140). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices was placed at the end of the barrel and vacuum pulled and the six bands were successfully fired. The bands deployed and constricted and were securely attached to the varices. The trigger string was then evaluated and it was concluded that the device met mfg standards. The trigger cord was found to be within specifications. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product and was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After incubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Prior to distribution, all 6 shooter multi-band ligators are subjected to visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a ligation procedure for esophageal varices, the physician selected a cook 6 shooter saeed multi-band ligator. All bands on the cook 6 shooter saeed multi-band ligator released at the same time. It was not possible to release each band separately. See MDR's 1037905-2013-00400, 1037905-2013-00401 and 1037905-2013-00402. The bands were left to pass naturally through the gastrointestinal tract. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.